Event description:
The customer reported the ventilator would not pass pre-operational system pressure testing. The manufacturers field service engineer was able to duplicate the reported problem. During testing, the service engineer reported a leak within the inhalation module. A leak as reported may result in a loss of volume or pressure during normal ventilation mode operation. The service engineer replaced the inhalation module to address the reported problem. Repeat of the failed test passed after replacement of the inhalation module. Applicable final testing was completed per operating specifications.

Manufacturer narrative:
Inhalation module.